Event description:
It was reported that while using the ilet system with a g6 cgm, the user experienced persistent hyperglycemia confirmed by both cgm and fingerstick readings after a supply change, party-related higher carbohydrate intake including a juice smoothie, and a later finding of a bent infusion needle/site; the user also experienced subsequent hypoglycemia attributed to pump overcorrection and a meal announcement delivering approximately 7 units at a glucose around 90 mg/dl. Symptoms included hyperglycemia and hypoglycemia. Outcomes included self-treatment of lows with orange juice and glucose tablets and subsequent stabilization of blood glucose after changing the tubing and infusion set. Investigation included remote troubleshooting, verification of insulin delivery through tubing priming, and recommendation and execution of an infusion site change, which revealed a bent needle. Investigation of this case revealed that a bent infusion set likely impaired insulin delivery contributing to hyperglycemia, while algorithm-driven correction and bolus dosing at a near-normal glucose contributed to hypoglycemia; device alarms were reported but resolved with troubleshooting and site change. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the initial hyperglycemia but consistent with infusion site failure and user-specific dosing dynamics for the hypoglycemia.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.